Event description:
My daughter suffered eye irritation from a lens in a four pack of coopervision hydrasoft options contact lenses. Out of two 4 packs (one pack per eye), that she got back in (B)(6) 2011, she has only opened 4 vials (1 lens per vial) and so far, only one lens appears to cause irritation. She tried a different cleaning solution but every time she put the same lens in, after letting the irritation subside, it irritated her eye. As we thought it was pink eye, her primary checked her out but advised not wearing the contacts for awhile. She has been wearing contact for more than a decade and using the same solution the entire time. The lot expires in june of 2016. I believe the lot number is p07500175010.